Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china, this 11500a23 valve was explanted from the aortic position after an implant duration of four (4) days due to incomplete leaflet coaptation, which led into severe aortic regurgitation. The initial implantation was reported as uneventful, and the patient was transferred to the ICU in stable condition. Two days post-procedure, the patient's recovery appeared as expected; however, ultrasound revealed moderate regurgitation and a left ventricular diastolic internal diameter of 40 mm. On (B)(6) 2025 transesophageal echocardiography identified a central gap in leaflet coaptation, causing severe regurgitation that occupied more than two-thirds of the left ventricular outflow tract. The patient was feeling good, without discomfort symptoms. The surgeon further noted incomplete closure at the junction between the non-coronary cusp and the left coronary cusp during tee. A mechanical valve was implanted in replacement, and during the reoperation, at rest the bioprosthetic aortic valve leaflets showed no obvious perforation or tearing, and the root cause was unknown as this was the first time that the team had to face this issue. The patient was noted as to be stable and about to be discharged.

Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of incomplete leaflet coaptation and regurgitation was unable to be confirmed through visual observations. As received, leaflet 3 had a non-transmural cut approximately 4mm long at the outflow aspect; edges of the cut appeared to match up. The x-ray demonstrated the wireform and cocr band remained intact; the vfit band does not appear expanded. Suture holes were visible around the sewing ring. No other visible inconsistencies were observed on the valve. Lab findings are aligned to customer picture provided. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: functional testing of the device was performed. Visual observations in air showed leaflet cuts on leaflet 2 near commissure 3 and on leaflet 3 near commissure 1. Leaflet cuts are consistent with a cut from a straight edge, such as a surgical scalpel. Cloth abrasions are also present on leaflet 1 near commissures 1 and 2 and on leaflet 2 near commissure 2. Cloth abrasions are consistent with a force pressing the valve open from the inflow side. The total regurgitant fraction (trf) measured under simulated normal aortic physiological conditions was 15.6 percent (1.4 percent closing and 14.2 percent leakage), which is higher than the 10 percent maximum regurgitant fraction allowed for a valve this size per iso. The reported "severe aortic regurgitation" was reproduced during the standardized pulsatile flow testing performed at edwards under simulated normal physiological conditions. A large leakage percentage indicates the majority of the regurgitant fraction leakage occurred after valve closure. Bent wireform can influence the function of the leaflets and the flow and leak assessments of the valve under fluid pressures. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, the subject valve passed flow and coaptation testing, and no manufacturing nonconformances were identified. The inadequate coaptation reported and regurgitation found could be associated with the leaflet cuts documented in the r and d functional evaluation. The observed cuts are not consistent with damage typically produced by surgical shears, which generally result in non-linear edges, compression marks, or localized tearing due to the opposing blade action. Instead, the defects exhibited straight, clean edges, which are more characteristic of a single-edge cutting instrument such as a scalpel. A manufacturing mitigations review determined that a 100 percent visual inspection was performed at multiple stages of the manufacturing valve assembly process. Review of the subject valve determined that the observed leaflet damage was clearly visible to the naked eye. Given the visibility of the defects, it is unlikely that the damage would have passed routine valve assembly inspections. Additionally, surgical scalpels are not used at any point during the valve assembly process, further indicating that the damage was not introduced by surgical cutting instruments during manufacturing. Based on the information available, a definitive root cause cannot be conclusively determined for the reported leaflet inadequate coaptation. Inadequate leaflet coaptation may occur under physiological conditions while the valve is implanted, but may not be fully replicated during in vitro functional testing due to inherent differences between the test environment and in vivo conditions. In the body, valve function is influenced by factors not present during testing of the returned product, such as native anatomical constraints, surrounding tissue interaction, pulsatile blood flow, pressure gradients, temperature, etc., all of which contribute to leaflet motion and coaptation behavior. Based on the available evidence, the leaflet damage was most likely introduced during the clinical procedure rather than during the valve assembly process.